Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that there was a power on reset (por) when the patient was syncing with the implantable neurostimulator (ins) for the first time. No trauma, fall, recent medical test, or electromagnetic interference (emi) exposure could be related to this issue. When the patient came home yesterday after implant she did not urinate at all. But she was still groggy and had not eaten or drank anything in preparation for the surgery for the previous 24 hours. She urinated twice today, not as good as when she was catheterizing as she could tell she was not completely emptying her bladder, but it was still good. She was also constipated today. The change in therapy/symptoms was considered sudden. The symptoms began on the day of the implant and were unresolved. It was also noted that there was a poor communication screen. There were bandages or swelling present. The patient did not known the correct antenna placement at the time she did this on her own on the day of surgery. The patient was able to communicate with the ins just fine today with no issues. It was noted that the patient was educated under anesthesia. Troubleshooting resolved the reported issue. It was later reported that the doctor was able to fix the error message and it was working now. The patient was worried about possible water retention, as she had not lost weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.